Event description:
Pt reported that their surestep meter kept giving the error 1 message. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further clinical info was provided.